Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and an obturator sling was implanted. It was reported that patient underwent mesh removal due to cystocele, rectocele, pain and erosion by implanting surgeon on (B)(6) 2012. In addition to, patient underwent evacuation of vaginal hematoma on (B)(6) 2012 by implanting surgeon. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedures of paravaginal repair, rectocele repair and perineoplasty during mesh implantation.